Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that  on tuesday (B)(6) 2024 something strange happened during a stealth biopsy. When passing the biopsy needle through the 2.2 mm trocar, the biopsy needle became stuck.  The health care professional described it as if there was a piece of plastic at the end. The trocar  was probed outside the wound area to allow the biopsy needle to be passed through. There was no reported delay to the procedure. No reported impact to the patient.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the biopsy needle was returned to the manufacture for analysis. There was no physical damage to the instrument and the needle passed through the trocar without issue. The needle also had normal tracking when used with a known good system. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.